Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that when two 014 hi-torque pilot 50 guide wires (gw) were removed from the box the pouches were noted to be not sealed properly and air was noted to be in the pouches. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.